Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage from the light guide tube, the distal end had chips on the pink rubber, the bending section rubber glue was cracked, the image was intermittent and had a red crack, the light guide tube had a cut and a leak, the ultrasound connector had fluid, and the angulation was low. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.